Manufacturer narrative:
(B)(4): it was reported that the patient underwent mesh revision surgery on 05/03/2011 and mesh removal surgery on (B)(6) 2012, due to chronic retention and urinary tract infections.(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced infection, urinary problems, recurrence, dyspareunia, and vaginal scarring. (B)(4).

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that mesh was implanted along with concurrent anterior and posterior colporrhaphy, lateral vaginal wall repair due to cystocele, rectocele, intrinsic sphincter disorder, recurrent urinary tract infection¿s.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that patient underwent an a mesh revision/release on (B)(6) 2008 due to urinary retention.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced bladder outlet obstruction.

Event description:
It was reported that following insertion the patient experienced bladder outlet obstruction.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced hematuria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary frequency and dysuria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-06580. The same patient is represented in each medwatch.